Event description:
Information received indicates the brake will engage, but does not hold.

Manufacturer narrative:
The technician found the brake casters out of adjustment. The technician adjusted the casters to repair the bed.